Manufacturer narrative:
The device referenced in this report has not returned to olympus for evaluation. The cause of the reported event could not be determined at this time. Attempts were made to retrieve information but with no result.

Event description:
Olympus received a voluntary event report, mw5060569, on (B)(6) 2016 which reports that a patient culture tested positive for an unspecified klebsiella bacteria infection. It was reported that the patient underwent an endoscopic retrograde cholangiopancreatography (ercp) procedure to remove a bile stone at an unspecified facility. During unspecified timelines, the patient returned for severe abdominal pain, gaseous, bloated stomach, chills and fever. The patient was treated with morphine and discharged. The patient continued to experience similar symptoms for several weeks and was instructed to return to the facility for lab work. The patient returned to the ER following severe stomach pain. Pain was managed with prescribed medication and anti-acids. The patient was again readmitted at an urgent care center and administered additional pain medication and prescribed additional lab work and MRI. The blood cultured test results tested positive for an unspecified klebsiella bacterial infection. The patient was treated with antibiotics and underwent a second ercp procedure and discharged. The patient recovered following a supplemental round of antibiotics and has had no further recurrence. The patient further claims that the bacterial infection was caused by the olympus duodenoscope. The patient also reports that the unspecified facility and surgeon reported that the infection was not caused by the olympus duodenoscope.